Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the rep was interrogating the patient's ins and contact 0/1 was >50ohms. They were not programmed on that contact so it did not impact their therapy. No symptoms were reported.